Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/15/2021. H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated by disassembly and visual examination and the indicated failure mode for leakage with the incident lot was observed. The filter was found to be inserted into the plunger stopper in the wrong direction. This is the most likely cause of the leakage. Additionally, 3 retention samples from bd inventory were evaluated by disassembly and visual examination and no defects that could cause leakage were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd preset¿ eclipse¿ experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. The customer stated: "during blood collection, blood leaked between the barrel and the plunger rod."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd preset¿ eclipse¿ experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip the following information was provided by the initial reporter: translated to english. The customer stated: "during blood collection, blood leaked between the barrel and the plunger rod."